Event description:
The clinician reported that the patient had "spikes in qrs" due to atrial lead dislodgement, as confirmed under fluoroscopy. The atrial lead was repositioned and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.